Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic ventral hernia repair, a piece of the waveguide disengaged from the dissector. The site contact was/did not know if the piece fell into the pt cavity. There was no pt injury.